Manufacturer narrative:
The event of "contracture" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: "contracture" "recall."

Event description:
Patient reported left side "contracture" baker grade unknown and "recall." Device remains implanted.